Event description:
It was reported the patient experienced a loss of therapeutic effect. It was reported that the patient fell before thanksgiving and got a ¿knot on his head.¿ the patient¿s symptoms reportedly returned following the fall, and the patient wanted to make an adjustment with the patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-28, lot# va0au4e, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-28, lot# va0au4e, implanted: (B)(6) 2013, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).